Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009, inratio: 7.5, lab: 18.0.

Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 7.5, lab: 18.0, mean: 12.8, confidence-limits: unable to determine. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits were both values fall outside the limits where both values greater than 5.0 inr, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation if meter is returned. No corrective action is required as no product deficiency was established. As of date, the meter is not expected to return. Hence, further investigation will not be required.